Event description:
It was reported that "putting in screws in sml frag set, surgeon sheared tip off locking screwdriver. Tip was recovered."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.